Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. The mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support reporting a blank screen occurred in treatment complete step 8. Pressed ok, stop, and touched the screen but the screen remained blank. Rebooted the liberty select cycler, ok and stop keys lit up but the screen remained blank. Technical support replaced the cycler due to blank screen and advised to discontinue use of this cycler while contacting pd registered nurse (rn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempts have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.